Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and fecal incontinence. It was reported that the device has migrated and is not where it is supposed to be. Patient moved out of state shortly after interstim implant and no longer has a local physician to manage the interstim. The patient saw their pcp who ordered an x-ray of the implant and it looks like the device is on the right side of the bladder instead of the sacrum. The patient was not sure if it was the ins or lead but based on the context it appeared to be the lead that patient was referring to. Patient stated it is painful. When they turn stimulation up it causes a shooting feeling down the leg. Patient initially thought they just had an awful menstrual period because they had been cramping for a month. The symptoms first started about 6 weeks ago and then got worse 3 weeks ago. The device is currently turned off and is a lot less painful but patient can still tell their lower abdomen is rock hard. The cause of the migration was not known, however patient reported they have a connective tissue disorder and their tissues are soft so it may have been related to that. Patient requested the name and phone number for implanting physician on record as well as physician listings of local doctors near them. Agent provided this information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va23ajc, implanted: (B)(6) 2019. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va23ajc, ubd: 17-oct-2023, UDI#: (B)(4). Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.